Event description:
It was reported that during a viseral procedure, the device would not staple, but did cut. Another device was used to complete the case with no patient consequence.

Manufacturer narrative:
Information anticipated, but unavailable at this time.